Manufacturer narrative:
The reported events of premature discharge of battery and ble telemetry issue were not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis shows that the implant date was not entered, and this is the reason of low battery status bar showing low. Device is able to connect via bluetooth normally. Further analysis performed, indicated normal device functionality. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, an attempt was made to measure r waves however, the bluetooth signal was lost. After many attempts a new programmer and dongle was used. The interrogation was performed, and it was discovered that the implantable cardiac monitor exhibited premature battery depletion. The device was removed and replaced. The patient was in stable condition.